Event description:
It was reported that the patient's primary controller ((B)(4)) was running but the green circle that indicated pump running was not illuminated. A controller exchange was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue, fluid ingress. The reported event of a dim pump running led was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and log files were downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 4 days ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022 ¿ (B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 ¿ (B)(6) 2022 took place in the testing labs at abbott. The driveline was disconnected on (B)(6) 2022 at 12:56:20 and the controller was shut off at 12:57:27. There were no notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop with no alarms active and functioned as intended. During testing, the pump running led was shown to be dim. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 19jan2017. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.